Event description:
It was reported that the tps micro driver ran in reverse when in the forward position during testing at the user facility. There was no pt involvement and no adverse consequences associated with the device. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
During failure analysis testing at the MFR it was noted that there was no problem found with the handpiece. Clean, lube and adjust was performed and the handpiece was returned to the customer.